Event description:
The patient reported she was hospitalized with diabetic ketoacidosis and at the hospital they treated her with an infusion of nacl and humalog.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.